Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance and information on resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.